Manufacturer narrative:
The device was inspected prior to use with no issues noted. No difficulties were noted when removing the protective sheath / packaging stylette from the device. No resistance was encountered while advancing the device to the lesion. No difficulties reported during inflation of the device. The device was not moved or repositioned prior to the deflation difficulties. 1:1 concentration of contrast / saline is used by the physician. The whole system was removed from the patient.

Manufacturer narrative:
The device returned with the balloon partially inflated. The balloon did not deflate when negative pressure was applied. Visual inspection confirmed there was no necking/stretching to the balloon bond and distal shaft. There was residue visible in the inflation lumen; the device was placed in the waterbath to disperse the residue. On removal from the waterbath the residue had dispersed from the inflation lumen and the balloon was deflated fully by applying negative pressure using a syringe. The balloon was inflated to 20 atms in a time of 6.63. The balloon was deflated from 20atms in a time of 5.68 secs. Com code: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a nc euphora to treat a excessively tortuous and slightly calcified mid-distal rca lesion with 80% stenosis. It was reported that the device was inflated to 18atm . The balloon could not be deflated back to normal after first inflation. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.